Manufacturer narrative:
Block h6: device code a040609 is being used to capture the reportable event of needle shaft bent.

Event description:
It was reported that an overstitch sx endoscopic suture system was to be used during an esg procedure on (B)(6) 2025. Before the procedure began, the needle shaft of the overstitch was bent and would not align to the anchor exchange catheter. The physician completed the procedure with a new overstitch nxt. There were no patient complications reported as a result of this event.